Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the exact date was not given, but it was reported that the procedure took place a week before (B)(6) 2020. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 10, 2020 that an accutrac 200 laser fiber was opened for use for a ureteroscopy with laser lithotripsy procedure in the ureter performed on an unknown date. According to the complainant, during preparation, upon removing the fiber out of the coil it was noted that the tip was bent. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event.